Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine (na mg/ml at na mg/day) via an implantable pump for non-malignant pain it was reported that the patient's (pt) handset was "being defective"; when they tried to connect to the pump "it stayed at 90% 10 to 15 minutes," and the issue had been ongoing for months. Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump with no lag and they still had 7 boluses left. Pt also mentioned that the lock out hours are changing the past 2-3 days; locking for 4 hours, sometimes 5 hours, sometimes 6 hours. Pt was at the doctor's office during the call and made sure that they set the time correctly and believed that the handset was causing the longer lockout time; pt added that they're aware of the extended lockout hours after the pump refill but mentioned that "it never went back to 2 hour" lockout. Agent reviewed information with pt and told pt that the doctor can call technical services if they have questions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.